Event description:
Transmission showed that the pulse generator exhibited intermittent atrial under-sensing resulted in atrial tachycardia / atrial fibrillation (at/af) episodes. The pulse generator also exhibited intermittent reduced p-waves sensing measurement.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the pulse generator was under-sensing resulted in atrial tachycardia / atrial fibrillation (at/af) episodes. The pulse generator also exhibited reduced p-wave sensing measurement. The patient had no adverse consequences.